Manufacturer narrative:
The cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge. The cartridge force test failed. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed the cartridge forced test failed. This report is made based on results of investigation completed on (B)(4) 2013.